Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump stopped working. Customer was having a hard time seeing the screen. Customer reported physical damage to the screen and it is not known how the damage happened. Customer was advised to discontinue use of the insulin pump and revert to back up plan. Customer's blood glucose level was 141 mg/dl. No further information to report.

Manufacturer narrative:
The insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.